Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began to receive inadequate coverage/pain relief after experiencing a fall. An impedance check revealed high impedance on a couple on contacts. Reprogramming to provide satisfactory therapy was unsuccessful. As a result, the patient's lead was explanted and replaced. The patient's ipg was electively explanted and replaced during the procedure. Surgical intervention resolved the patient's issue.